Event description:
The pt rec'd two leads with the same lot number. It was reported the pt had changes to her stimulation when she moved her head. It was reported when she turned her head to the right her stimulation would decrease, and when she turned her head to the left, the stimulation would stop. F/u identified an x-ray was performed which revealed the leads had not moved. It was reported the physician did not plan any further action at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.